Event description:
It was reported that an external fluid leak was observed from the "damaged area" of a polyflux 17l during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo did not show the reported leakage event but only the product wet after use with the label lot information visible. There were no abnormalities identified in the photo that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.